Manufacturer narrative:
The company rep examined the system and confirmed the reported system messages in the event log. The laser core module was then replaced. The laser was then tested and met all product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the laser function was unavailable and system messages were displayed. The system messages were unable to be cleared so the system was switched out and the case was completed. There was a 10 min delay reported. There were no pt injuries reported.